Event description:
It was reported that the local area representative placed a call to technical services (ts) to review the data of this patient with this cardiac resynchronization therapy defibrillator (crt-d). Upon review, it was noted the patient experienced dual arrhythmias in which the anti-tachycardia pacing (atp) and several inappropriate shocks were inappropriately delivered to treat the patient atrial fibrillation. Which led to therapy exhaustion. After the shocks deliver, it was noted that the atrial arrhythmia went into a ventricular tachycardia zone. However, the patient was still in atrial tachycardia. Reprogramming options were discussed. At this time, the crt-d remains in service and no additional adverse patient effects were reported.